Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical japan for evaluation. The reported self-test failure could not be reproduced during evaluation. The device passed functional testing using multiple sets of electrode pads without duplicating the report. There was no fault found with the device. The device was recertified and returned to the customer. No trend is associated with reports of this type.